Manufacturer narrative:
The device sample has not been returned to the MFR at the time of this report. The MFR will continue to monitor and trend related complaints.

Event description:
Alleged event: it was reported that the punch got stuck in the vessel during surgery; this was the first time using the device. The pt's condition is fine.